Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 10/09/2025; however, the correct date is 10/15/2025.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was evaluated on site by a vantive technician. Technical inspection did not identify any issues related to the customer reported condition. The machine self test, disinfection, and treatment simulation regarding the ultrafiltration system were performed and all results were within specification. A review of complaints and service history determined that no similar events occurred on this machine. The reported condition was not verified. The cause of the event was not determined as no specific device malfunction or operator error was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b1, h1, h11. H11: based on additional review, the technical evaluation of the machine did not identify any malfunction. The ak 96 was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent hemodialysis treatment using a ak 96 machine. The patient pre-dialysis weight was 47.8 kg. The target ultrafiltration was 1.8 kg. The patient was weighed again during the dialysis treatment, and the scale showed 51.5 kg. The patient complained of chest tightness and difficulty breathing. It was indicated that the treatment was interrupted, blood was returned, and the machine was removed. It was reported that dialysis treatment was immediately started again "setting the ultrafiltration to 3.0 kg." It was reported that the chest tightness was relieved. No additional information is available.